Event description:
It was reported that pump had cracks and chips were present near screws by charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding further actions or outcome of event.